Event description:
It was reported that during set up or inspection for a treatment, when a sterile pouch was taken out from an opsite post-op visible 21x11cm jp ctn 20, it was confirmed the pouch has been opened a few centimeters due to insufficient sealing. The same issue was found in 2 pouches in the carton. The procedure was performed, without any delay, using a s+n back-up device. Since incident occurred before procedure; patient was not yet involved.

Manufacturer narrative:
H3, h6: the device which was not used in treatment was not returned for evaluation. All provided information has been reviewed and we have not been able to confirm a relationship between the device and the reported event or determine a definitive root cause. The manufacturing process was reviewed, the primary packaging equipment is capable of automatically detecting and discharging incomplete seal pouch into reject bin. Probable cause may include that the incomplete seal pouches were mixed into acceptable products during disposition of reject bin. The product lot provided is not a valid lot number, therefore a review of the device history is not possible. A complaint history review confirms no previous complaint of this nature. A review of prior escalation actions found corrective actions applicable to the scope of this case. A risk management review concluded that the alleged failure mode and any associated harm has been anticipated within the risk file, with no updates required. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.